Event description:
The existing rv lead was showing high impedances. They took an x-ray and decided to proceed with replacing the lead. During the generator change, the old lead was checked with the psa and with the old/existing device. Both produced high impedance values. Thus, the lead was capped and a new lead was implanted. Then, this new lead was checked with the psa - it yielded in-range impedance values. This new lead was then checked with the existing/old device - it yielded high impedance values. Then, this new lead was checked with a new device. This yielded in-range impedances. Thus, the old device was replaced with a new device.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.